Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. Since the device failed during evaluation, there no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and evaluated. This is an ancillary service event. A review of the event history log did not identify issues related to the reported problem. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. An internal and external visual inspection revealed no problems. The device passed the accuracy confirmation test and the temperature verification test. The device pneumatic system functioned normally with no leaks. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device passed the electrical testing but failed the rite functional testing for rite - therapy monitored volume failed performance spec. The direct cause of this problem was deteriorated piston foam. The deteriorated piston foam was scrapped to solve the problem. This issue has been escalated to CAPA. Should additional relevant information become available, a follow-up report will be submitted.